Event description:
Report received from (B)(6) stating that during service it was found that the device had hose damage. It is unk if the event occurred during surgery. It is also unk if there was any injury or medical intervention reported related to this occurrence. No additional info was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).